Event description:
Pt reported that insulin leaked into device's insulin cartridge chamber. No errors were generated by the device at the time the leakage occurred. Pt's blood glucose was not affected, and no treatment was received.